Manufacturer narrative:
Follow-up # 1 ¿ (07/23/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter involved with this complaint failed testing. The meter¿s lcd cable was found to be broken. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was missing segments. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began one to two weeks prior to contacting lfs. The patient¿s testing frequency is not known and it is not clear if the patient began monitoring his blood glucose with a secondary/ backup meter after the alleged issue began. The patient manages his diabetes with insulin pump therapy; it is not clear if the patient¿s insulin regimen is based on his food intake and/or blood glucose reading with the subject meter. According to the csr¿s documentation, approximately five days prior to contacting lfs, the patient reportedly consumed more food/drink in response to the alleged product issue and approximately a day or two, prior to contacting lfs, the patient reportedly developed ¿low blood sugar¿; symptoms not specified. The patient, however, denied receiving any form of medical intervention after the alleged issue began, it is not known when the patient¿s blood glucose level improved. The csr confirmed the patient was not using the subject meter for the first time. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.